Event description:
It was reported that the patient arrives at the MRI department for an upper abdominal exam. I perform a venipuncture on the mse using a 22-gauge bd insyte autoguar intravenous catheter, testing with 0.9% saline at a flow rate of 3.0 for the infusion pump, with no leaking between connections. However, upon injecting contrast, the connection with the extension tube leaks, resulting in loss of the injected contrast. Upon evaluating the device, a kink is observed in the catheter¿s flexible silicone shaft. This issue results in the patient being recalled due to unsatisfactory contrast injection for completion of the exam. Additional information received on 18may2026: was there any damage to the patient's health? No; however, the patient had to return to the institution to perform the exam again due to the occurrence.